Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. On (B)(6) 2013 the device failed a weekly auto self-test due to a low battery. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.